Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with dent near the power button. Event history log review was performed and found no evidence of reported problem. Visual inspection and getting into the device status screen were performed. The customer's reported problem was confirmed. According to the investigation, the pump air detector sensor was inoperable. Further investigation found that component inoperable caused the reported problem. Investigator's replace the pump air detector sensor to correct the reported problem and perform all functional testing which passed. The problem source of the reported problem is unknown.

Event description:
Information received a smiths medical cadd solis vip 2120 pump alarming air in line. Event did not occur during patient therapy. No harm to patient